Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 6.1 all pockets were off in bus and unable to recover. A field service engineer removed all cubies, trays, and pockets, found no major debris but vacuumed the area as a precaution. All contact points for trays, pockets, and row board cables were cleaned. The row board cable and drawer board connector for drawer 6.1 were also cleaned, with the connector noted to be very loose. Additionally, the retractor cables were reseated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 6.1 was not detected on bus and failed to open. The customer stated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.